Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient started having backup battery fault alarms in may of 2025 that were recurrent. They reseated the battery and did log files in july 2025 per protocol [cs-220249]. The patient was in clinic on (B)(6) 2025. The patient still has recurrent backup battery fault alarms. They had one last week and had a few last months. They sent log files and planning for possible controller change today per protocol. It appeared that log files did not contain any ebb faults. They were pushed out of memory by newer incoming data. There were no unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment was operating as intended. The controller was exchanged, and the alarms were resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was not confirmed. Review of the submitted and downloaded log files contained data from 03nov2025 ¿ 14nov2025. The log files did not indicate any issues with the system controller. No backup battery fault alarms were observed. The pump operated at the set speed as intended throughout the data. The returned heartmate 3 system controller (serial number (B)(6)) was functionally tested and was found to perform as intended. Backup battery fault alarms were unable to be reproduced throughout all testing. Log files were extracted from the controller after testing and did not capture any atypical events or alarms. Additional information provided stated that a controller exchange was performed, which resolved all alarms. The root cause of the reported event was unable to be conclusively determined through this analysis, and a corrective and preventative action was initiated to investigate the increase in reported backup battery faults. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU heartmate 3 patient handbook are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, describes the visual and audible alarms associated with the backup battery faults and how to resolve them. Section 2 of the IFU, entitled ¿system operations¿, includes how to perform a self-test on the system controller. It notes the importance of doing the test daily to ensure alarms are functional. Section 5 of the IFU entitled ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2, entitled ¿system operations¿, explains how to properly replace the backup battery. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.